Manufacturer narrative:
(B)(4). A review of the batch file was found to be acceptable. A trend review was completed and there was no significant trend. One sample was received and the complaint confirmed. The leak may have occurred at some stage during the sealing process of the solution bag. (B)(4).

Event description:
This is a case, which was reported to baxter. The complaint refers to an incident involving a accusol 35 5000ml. Bag the reporter states that the bag was leaking and it looked like it was coming from the left hand side of printed face. Not discovered during patient use.